Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to corroded pins on the interconnect printed circuit board. The battery interconnect board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.